Event description:
It was reported that the pt was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.